Manufacturer narrative:
(B)(4). After repeated unsuccessful attempts at acquiring additional information and sample availability status, product surveillance has performed due diligence. Product surveillance spoke to the customer facility; messages were relayed to primary contact. No calls were returned and other staff members at the facility did not have further information. An engineering quality review was completed for this report of a connection issue. The report was not confirmed since no sample was returned. A batch review was not performed as no lot information was available. Based on the information obtained from baxter?s investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Baxter (B)(4) forwarded a message to (B)(4) emailbox to relay report originally received by a baxter (B)(4) (B)(6) 2010 for unknown quantity of unspecified minicap transfer set of which a nurse stated are not fitting properly on the beta cap adapter. There was no patient injury or medical intervention reported.

Event description:
A customer contacted baxter (B)(4) and reported that the roller clamp on a transfer set broke. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was requested. A follow up report will be submitted should the evaluation results or other additional information become available.